Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the thrombus retriever procedure the operator used the subject guidewire and the catheter. When manipulating the subject guidewire, a strong resistance was encountered, and the subject guidewire fractured 10 cm from the tip. The remaining detached part was retrieved with a micro snare device, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the thrombus retriever procedure the operator used the subject guidewire and the catheter. When manipulating the subject guidewire, a strong resistance was encountered, and the subject guidewire fractured 10 cm from the tip. The remaining detached part was retrieved with a micro snare device, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 lot number - corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned broken in two segments (205cm and 0.3cm ) the distal tip was not returned. The guidewire was broken along the nitinol tubing with the core and platinum wire expose. Functional inspection to test the reported event ¿guidewire distal tip broken/fractured during use¿ was not performed as it was confirmed during visual inspection. Functional inspection to test the reported event ¿guidewire difficult to advance¿ could not be performed as the distal fragment was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance was not confirmed during analysis. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis it was noted that the guidewire was broken in two locations and the distal tip was not returned. An assignable cause of undeterminable will be assigned to the reported event ¿guidewire difficult to advance¿, as the distal tip was no returned. An assignable cause of procedural factors will be assigned to the reported and analysed event ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is likely that there were procedural/anatomical factors present during the clinical procedure which caused the strong resistance reported during manipulation of the device, causing the guidewire to subsequently fracture.